Manufacturer narrative:
A single abutment screw (iunihg) was returned for investigation. The screw was visually inspected under magnification and photographed. The screw showed no visible signs of significant wear, damage, or deformation. Functional testing of the device showed no signs of malfunction. DHR showed no evidence to suggest a manufacturing nonconformance that could cause or contribute to the reported event. The product left zimmer biomet control in conformance with applicable standard. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) loosened.